Event description:
The access vessel for the insertion of the main body graft was characterized by a narrow iliac artery. Calcium was also present within the vessel. As a result of this anatomical condition, the physician anticipated having to perform angioplasty to gain access through the vessel. However, during the introduction and advancement, no problems were encountered. The main body graft was introduced, contralateral limb was cannulated and the iliac leg graft was deployed in the main body without difficulty. The ipsilateral iliac leg graft was introduced and deployed, landing in the vessel at a location ensuring a good seal of the aneurysm. Post angiogram viewed a jet of blood flowing through the ipsilateral leg graft, that appeared to "eddy" and move against the direction of the arterial flow in the circular motion. There appeared to be a small flow turbulence. To eliminate the visual flow disturbance, a stent was placed inside the ipsilateral leg graft, and extended into the ipsilateral limb, overlapping the junction of the two grafts. The add'l radial force further opened the lumen of the graft and the impediment was resolved. Final angiogram viewed good flow through the graft and a good seal of all graft components sccessfully excluding the aneurysm.